Event description:
A malfunction alarm, identified as malf 6, was reported. There was no reported adverse impact to the customer's blood glucose level. The customer did not share an alternate method of insulin therapy.